Manufacturer narrative:
Investigation: the customer failed to respond to multiple attempts to obtain essential information and further procedural details for this event the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Based on the signals in the run data file (rdf) that is assumed to be related to the event, it cannot be guaranteed clamps being open was definitely the cause of these alerts. If this was a set without the needle line clamp, the customer would have had to at least partially close the donor line clamp to pass the clamp closure check. If it wasn¿t closed fully, then air would get past that clamp and split into the needle line and the sample bag line if the sample bag clamp was left open. The air in the sample bag would not pressurize, because the needle line would allow any excess pressure to escape. Without the lot number, it's unknown for sure that the customer used a newer kit without the needle line clamp. It¿s possible they found an older kit that still had the needle line clamp and therefore got the air into the sample bag. The customer history report indicates no further related issues have been reported for this customer. The lot number was not provided, therefore a disposable lot history search could not be conducted. Correction: the customer was emailed on (B)(6) 2024 regarding this incident to offer retraining, but they did not respond. Root cause: a root cause assessment was performed for this complaint. Based on the available information, the root cause of the sample bag inflating was due to an operator error where they forgot to close a clamp during prime.

Event description:
The customer reported that during prime on a tima device they failed to close the clamp and air collected in the sample pouch. The operator received an alarm that air was being drawn in the sample line. A terumo bct clinical specialist told the customer to remove the tubing set and load a new one. The customer was able to continue the procedure after reloading a new tubing set. The customer failed to respond to multiple attempts to obtain essential information, and the reported issue occurred during prime, therefore donor information and outcome are not available at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer failed to respond to multiple attempts to obtain essential information and further procedural details for this event  the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Based on the signals in the run data file (rdf) that is assumed to be related to the event, it cannot be guaranteed clamps being open was definitely the cause of these alerts. If this was a set without the needle line clamp, the customer would have had to at least partially close the donor line clamp to pass the clamp closure check. If it wasn¿t closed fully, then air would get past that clamp and split into the needle line and the sample bag line if the sample bag clamp was left open. The air in the sample bag would not pressurize, because the needle line would allow any excess pressure to escape. Without the lot number, it's unknown for sure that the customer used a newer kit without the needle line clamp. It¿s possible they found an older kit that still had the needle line clamp and therefore got the air into the sample bag. The customer history report indicates no further related issues have been reported for this customer. The lot number was not provided, therefore a disposable lot history search could not be conducted. Correction: the customer was emailed on (B)(6) 2024 regarding this incident to offer retraining, but they did not respond. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during prime on a tima device they failed to close the clamp and air collected in the sample pouch. The operator received an alarm that air was being drawn in the sample line. A terumo bct clinical specialist told the customer to remove the tubing set and load a new one. The customer was able to continue the procedure after reloading a new tubing set. The customer failed to respond to multiple attempts to obtain essential information, and the reported issue occurred during prime, therefore donor information and outcome are not available at this time. The collection set is not available for return because it was discarded by the customer.